Event description:
On january 22, 2007, the lay-user/patient contacted lifescan -another country alleging that her one touch ultrasmart meter was reading inaccurately low. The medical coordinator contacted the pt to clarify/obtain new information. The pt, prior to going snowshoeing two days earlier, decreased her flow of rapid-acting insulin from her insulin pump to 40% of normal (pump delivers 0.95 units every hour) and did not take any bolus with her lunch at 12:00 pm. Prior to going on a hike, she obtained a 10.1 mmol/l (182 mg/dl) at 1:30 pm. While snowshoeing in -20 degrees celsius, her meter and strips were kept in an inside pocket of her jacket. She obtained a 4.9 mmol/l (88 mg/dl) at 1:40 pm, 1.8 mmol/l (32 mg/dl) at 1:50 pm, 4.7 mmol/l (85 mg/dl) at 2:00 pm, and 2.8 mmol/l (50 mg/dl) at 2:10 pm. At 2:30 pm, she obtained a 2.6 mmol/l (47 mg/dl). The pt indicated that she did not have noticeable symptoms during her repeated testing between 1:30 and 3:00 pm. The pt administered dextrose tablets (5 in total) between 1:40 pm and 2:30 pm. At 3:00 pm, she arrived home and described feeling slightly "unwell" and tired. She tested 25.2 mmol/l (454 mg/dl) and administered 4.5 to 5 units of novorapid insulin. Within 10 to 15 minutes of taking the insulin, she obtained a 30.9 mmol/l (556 mg/dl). She claimed to feel better 20 to 30 minutes of taking insulin. The pt tested again before dinner at 6:00 pm and obtained a 17.0 mmol/l (306 mg/dl) while feeling normal. No medical attention was sought. The pt had gone snowshoeing on january 14th and contacted lfs on january 19th to inquire about the effects of cold temperatures on meter readings. The pt was under the impression that the meter would give accurate readings or a low temperature warning only. The pt was concerned that she was not given provided with information during the first call to lfs. According to the meter specifications, the optimal operating temperature range is 6 to 44 degrees celsius. The customer care advocate replaced the meter, test strips, and control solution. This complaint is being reported due to the following conclusion: the pt alleged administering inappropriate self-treatment based on relatively low results. The pt later was found to be hyperglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.